Event description:
The customer alleged they received questionable lactate, ion selective electrode (ise) sodium and ise potassium results on their b123 analyzer. The customer stated that the lactate, sodium, and potassium results were too high after the sensor cartridge was changed on (B)(6) 2014. After a few hours, the "measuring values" for these tests stabilized. The customer stated they observed this behavior after changing the sensor cartridge since the installation of the b123 analyzer. The customer provided the following information for one patient. According to the attending physician, after the change of the sensor cartridge, the sodium, potassium, and lactate results did not match the patient's status. The specific results were requested but not provided. No adverse event was reported. The sensor cartridge lot number was 21542981. The expiration date was requested but not provided.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Retention testing with lot 21542981 found the sensors to be within specifications. Interference testing was performed with the drugs taken by the patient. The results are as follows: aspirin + furosemid: no interference heparin + meropenem + noradrenalin: no interference metamizol + propofol + sufentanil: no interference dgitoxin + meropenem + pantoprazol: no interference all drugs together: interference was detected during the run-in phase for the sensors. When blood was tested with the mixed drugs, biased na, k, and ca results were observed during the run-in phase but not during the stable phase of the sensors. The lactate sensor was found to measure correctly and without bias. The investigation concluded the biased measurements obtained for this patient were caused by the medicine/drugs. The lactate results were determined to be correct based on the lactate results matched the so2 results and no drug interference was detected for this test.

Manufacturer narrative:
The customer provided the following sodium results for the patient. The first result was 180 mmol/l. The second result was 167 mmol/l. The third result was 152 mmol/l. The results were from different blood samples taken from the same patient. All the results were from arterial blood samples.